Event description:
It was reported that during an unspecified surgical procedure the foot control device was "working intermittently". The reporter stated that when the cord was bent, the device worked. The reporter clarified that there was no hole in the cord. As a result, there was a minor delay in the planned surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment revealed that the cable was damaged. Therefore, the reported condition was confirmed. The assignable root cause was attributed to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.